Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that prior to use the cs300 intra-aortic balloon pump(iabp) device failed safety disk test. There was no patient involved.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) had a safety disk leakage issue. There was no patient involvement or harm reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, b5, h6, e3, e1 (telephone number) (type of investigation, investigation findings, investigation conclusions) a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that upon checking the unit the safety disc failure was found. The fse replaced the safety disk (0997-00-0985-01) and the issue was resolved. The unit was returned for normal use after passing all functional and safety tests.the following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 14 apr 2026.the failure analysis and testing dept. Received part number 0997-00-0985-01 assy, safety disk serial number(B)(6) failed, leaking. With a reported unit failure of the failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition.the failure analysis and testing dept. Installed part number 0997-00-0985-01 assy, safety disk serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the safety disk to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W.the fat dept. Performed the safety disk leak test. The safety disk passed the test.please see attachment.the fat dept. Then booted the cs300 into clinical mode, performed an autofill and allowed it to pump.the cs300 autofilled with no problem and pumped with no problem found.the fat dept. Could not replicate a leak in the safety disk.the safety disk passed testing.retaining the safety disk in the fat dept. Per procedure number 0002-07-d008 rev. Aw.